Event description:
New information received notes that left ventricular (lv) lead was capped and replaced on (B)(6) 2024. The patient was in stable condition post-procedure.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the left ventricular (lv) lead exhibited loss of capture and high pacing impedance that triggered a merlin alert. No changes or interventions were done. The patient was in stable condition.